Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 42 years. In (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tooth fracture ("one teeth randomly break off/part of one of bottom teeth crumbled off "), dental caries ("three cavities and more forming") and depression ("depression"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery. Essure was removed. At the time of the report, the medical device removal, tooth fracture, dental caries and depression outcome was unknown. The reporter considered dental caries, depression, medical device removal and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 42 years. In (B)(6)2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tooth fracture ("one teeth randomly break off/part of one of bottom teeth crumbled off "), dental caries ("three cavities and more forming") and depression ("depression"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery. Essure was removed. At the time of the report, the medical device removal, tooth fracture, dental caries and depression outcome was unknown. The reporter considered dental caries, depression, medical device removal and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received:- new event: depression and treatment drug was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 42 years. In (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tooth fracture ("one teeth randomly break off/part of one of bottom teeth crumbled off "), dental caries ("three cavities and more forming"), depression ("depression"), alopecia ("hair loss") and thyroid disorder ("thyroid issues"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery. Essure was removed. At the time of the report, the medical device removal, tooth fracture, dental caries, depression and thyroid disorder outcome was unknown and the alopecia had resolved. The reporter considered alopecia, dental caries, depression, medical device removal, thyroid disorder and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: new events hair loss and thyroid issues were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 42 years. In (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tooth fracture ("one teeth randomly break off") and dental caries ("three cavities and more forming"). Essure was removed. At the time of the report, the medical device removal, tooth fracture and dental caries outcome was unknown. The reporter considered dental caries, medical device removal and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.